Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a patient not populating in upgraded devices. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a patient not populating in upgraded devices. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that bd maintenance service was disabled. A technical support specialist submitted a product support engineer consultation and confirmed the behavior. The specialist dialed into the affected stations, started the bd maintenance service, and set the startup type to automatic. A health check was performed, and the same corrective action was applied to other identified stations. The customer later confirmed that the issue could be closed. The system functioned as intended after the technical support specialist troubleshot the device.